Event description:
Athe manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging an issue related to a CPAP/ bipap device's sound abatement foam. The patient has alleged to difficulty breathing/short of breath, headache,and nausea. There was no report of patient harm or injury.  There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-64254. This report was submitted as a duplicate report of the previously submitted report. Sections d1, d4, h4 and h9 has been corrected / updated in this report.